Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired, but the clips did not close. Another device used to complete the procedure. There was no adverse consequence to the pt.